Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the power plug was repaired during the service call. The system was tested and found to working as intended and put back into service.

Event description:
The customer reported that the system locked up and shut down. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.